Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer was trying to enter a food bolus and the numbers were going crazy. Customer stated that they were changing on their own and they had a button error with the buttons getting stuck. Customer is travelling at the moment. Customer will see their health care professional tomorrow. Customer's blood glucose level was 9.8 mmol/l. Customer stated that the up and down arrow buttons seem to be getting stuck and the numbers are scrolling on their own. There is no actual button error alarm displayed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.